Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it lists, "undesirable shortening of the limb" and "aggravated problems of the knee or ankle of the affected limb or contralateral extremity by leg length discrepancy."

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2016 due to leg length discrepancy. During the procedure the liner and head were removed. A liner, head and taper adaptor were implanted.